Event description:
The customer was hospitalized due to high blood glucose. The current blood glucose reading is 359 mg/dl. The patient declined to provide blood glucose levels at the time of the event. During troubleshooting, the insulin pump passed a drive support cap test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.